Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows blood leaking at the top of the tube, although the tube top is not visible. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged/leaking. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes, blood leaked from the cap of one (1) tube. No adverse impact was reported regarding the patient or user.